Event description:
Additional information was received from the rep reporting that the patient wants to have a new ins but the implanter would like to meet with the patient first.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that the patient was able to charge the system, so the problem was resolved.

Manufacturer narrative:
D.6a: year 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider[hcp]) regarding a patient who was I mplanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had not charged the ins for over a year now, and charging the battery was no longer possible with the recharger. The hcp had the guidelines for phy sician recharge mode and was going to try these steps to wake up the battery again. No symptoms were reported. Additional information was received from the manufacturer representative (rep) reporting that it was unknown why the patient wasn¿t able to charge. The patient tried several times, 8-9 , over the weekend to kickstart without success. The patient was at the clinic ¿friday 25th¿. The rep asked already about or date. They will now consider to explant and replace.